Event description:
It was reported the corner of impactor pad broke when surgeon was impacting femoral trial on knee. All pieces were recovered. No patient impact.

Manufacturer narrative:
(B)(4). Visual inspection of the returned device confirms that the impactor pad is fractured into two pieces and all fractured pieces were returned. The device also shows wear consistent with usage. Review of the device history records found no related deviations or anomalies. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. The lot has been in the field for approximately nine years and eight months. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device from repeated use over time. This complaint is confirmed. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.